Event description:
During an implant procedure, high, out-of-range pacing impedance on the right ventricular (rv) lead was noted. The lead was replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies except for procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.